Event description:
It was reported that the patient underwent a spinal procedure to implant posterior fixation at l1-ilium. The rod was bent to "j" shape in order to be get out the ilium. The rod was bending many times. While using in situ benders to make an acute bend, the rod broke. No patient complications were reported.

Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.